Event description:
It was reported that there was a cassette latch error displayed. The device evaluation revealed a damaged downstream occlusion sensor. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a bubbled dso seal, damaged uso seal, and missing battery door. There was no evidence to review in the event history log. During the functional testing, the customer reported issue was confirmed; cassette latch error display was found. The cause of the issue was the damaged dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.